Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtpa2d1 crtd implanted (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited high atrial thresholds, a bipolar lead impedance warning, and a gradual and steady rise in impedance related to calcification or mineralization of the lead. The right ventricular (rv) lead exhibited high defibrillation impedance, high superior vena cava (svc) defibrillation impedance as well as a rv tip to rv coil impedance warning. The left ventricular (lv) lead exhibited a lead impedance warning as well as a lv tip to rv coil high impedance. There was an rv coil fracture noted, and the rv lead was reprogrammed to have therapies turned off. The the ra, rv and lv leads remain in use. No patient complications have been reported as a result of this event.